Event description:
It was reported that there was a lead warning for low impedance on the right ventricular (rv) lead. Elevated thresholds, potential oversensing and potential noise were also noted. There was also potential oversensing noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58 lead, implanted: (B)(6) 2000. (B)(4).